Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead post implant interrogation atrial lead dislodgement suspected. Chest x-ray confirmed ra lead dislodgement. Patient underwent successful reattachment of ra lead. No patient complications have been reported as a result of this event. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.